Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 12 error code. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support planned to replace the pump, but the customer declined an out-of-warranty loaner pump and decided to continue using the current pump to ensure uninterrupted insulin delivery.